Event description:
Related manufacturer report number: 2017865-2022-41325. It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise, elevated capture threshold, and muscle stimulation. The lead was capped on 4 oct 2022 and successfully replaced. During procedure, an inactive atrial lead (sn: (B)(4), model: 1188t/46) which had been previously capped due to fracture, was explanted. The patient was stable and asymptomatic.